Event description:
During advancement, the delivery wire of the presidio coil ((B)(4)) herniated out from the slit of the sheath so it was removed safety. Failure analysis discovered that the coil was kinked and compressed.

Manufacturer narrative:
The transit 18 series microcatheter and the hemostatic valve were not returned. Located off the distal tip of the green introducer, the ball tip has been retracted 12.5 cm. Located 3830 cm off the distal tip of the green introducer, the dpu/coil protrudes outside the sheath for a length of 2.2 cm. The coil's socket ring has been fractured. The stretch resistant cerectye suture is still attached to the detachment fiber. As viewed through the sheath, the majority of the damage consists of buckling and compression located at the proximal section of the coil. The distal section is undamaged. The coil was returned with severe proximal compression and buckling damages. The most likely root cause of the device positioning unit {dpu) and the coil herniating outside the sheath was due to the selection of a incompatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use {IFU) recommends, " proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. To ensure proper placement and detachment of the micrus microcoil, the selected microcatheter must have two (2) radiopaque tip markers three (3) em apart. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm)." The inner lumen of a transit microcatheter is 0.021 inches. Although a definitive conclusion cannot be made, based on the analysis, it appears that selection of the microcatheter was the most likely root cause of the events. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.